Event description:
Pt had repair on anterior cruciate ligament with donor allograft on 3/27/98. Readmitted to hosp on 4/7/98 with "fluid on knee". Wound culture collected 4/7/98. Final report showed "clostridium species identified as clostridium septicum - beta lactamase negative." Blood culture negative. Pt received a peripherally inserted central catheter line for two weeks of IV antibiotic therapy. Readmitted 5/1/98 for incision and drainage of wound. Allograft was cultured at time of implant 3/27/98. Reported back 4/22/98 as "clostridium sordelli - beta lactamase negative.